Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the x8000 stopped working in the middle of an operation and an error occurred.

Manufacturer narrative:
The product was returned for investigation and the failure(s) identified in the investigation is consistent with the complaint record alleged failure: nurse (B)(6) informed sales rep (B)(4) that middle of laparoscopy operation x8000 stopped working as error 1 and 2 occured. Customer changed to x7000. The probable root cause/s could be a ballast failure leading to an e1 error on display. Possible mainboard issue from the physical damage. The failure mode will be monitored for future reoccurrence. Mfg date: 12/01/2007 (B)(4).

Event description:
It was reported that the x8000 stopped working in the middle of an operation and an error occurred.